Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient said that one of the supply bags disconnected (without falling) and they were unsure how the bag disconnected. The technical service representative instructed the patient to cycle the power on the device to clear the alarm and advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag disconnecting (without falling) is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.